Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was being used to post dilate the a deployed stent. The device did not pass any previously deployed stent on the way to the lesion. Resistance was not noted while advancing the device to the lesion. It was further stated there was not any abnormal resistance experienced on the way to the lesion. It was stated that 15-16atm of inflation pressure was applied to the balloon prior to the balloon burst. It was stated that the burst occurred on the first inflation. The device was not moved or repositioned while inflated. It was stated that the balloon ruptured fully across the middle, but the whole balloon split in half. It was later stated that the procedure was successfully completed with good results by total removal of the balloon using a ¿locking balloon¿, with a size of 2.0x15, distally, through the guide catheter, and removing the both the wire, guide catheter and balloon. It was mentioned that the guidewire used was a non-medtronic wire. It was also commented that it was not like any rupture that had been experienced before as it wasn't a tear along the length of the balloon, but it completely split into two parts around the middle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a mildly calcified. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. Excessive force was not used during delivery. It was reported that the balloon burst during balloon inflation using specified pressure per compliance chart. It was stated that the balloon ruptured fully along the whole side, it was not a puncture rupture, but the whole balloon split. It was stated that the balloon was successfully fully removed through the catheter, no parts dislodged or left in the patient. The patient was reported to be alive with no injury.